Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of over 600 mg/dl and was in diabetic ketoacidosis (dka). The customer reported the suspected cause was unknown, but may have been due to an infection. The customer was admitted to the hospital for dka. Intravenous (IV) fluids and insulin drip were administered, and the customer received an x-ray of the abdominal area and a computed tomography (CT) scan. Reportedly, treatment resolved the issue. The customer was discharged from the hospital on 8/27/2017.